Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological. According to the reporter: the patient underwent an anterior and posterior repair for treatment of pelvic organ prolapse. Allegedly, the patient experienced damage to an organ system and paint. Patient has and will undergo corrective surgery or surgeries.